Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the battery tube threads and minor scratches on the display window.

Event description:
Customer reported that the insulin pump stopped delivering and it went to a blank screen and insulin was leaking out of the reservoir compartment. Customer stated that she experienced high blood glucose of 587 mg/dl customer is now treating with manual injections. Customer stated the display went blank immediately after exposure to moisture. She also stated that when moisture touched her skin it burned but insulin does not burn. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.